Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endometriosis, when the surgeon activated the handle, it did not fire. The surgeon took another handle to complete the case. There was no patient injury.